Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient was experiencing shocking and stimulation in the wrong location starting about a week prior to the report. The patient was not only getting stimulation where they were supposed to but also in the buttocks where the ins was implanted. When the ins was off, the patient felt a sharp pain down the leg. It was not the same sensation as when they felt stimulation, it felt like a shock. The patient felt it as they moved a certain way when moving to the side. They were fine if they were just sitting still but felt it when taking a first step, and sometimes felt it while sitting. The patient constantly felt a little tension and sometimes it was a sharp pain shooting down the leg like a shock. It was getting worse. There was no trauma, falls, emi or medical tests reported that could be related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the circumstances that led to the stimulation in the wrong location and shocking included that the patient would get a shock when walking and when they finished, it felt like they turned on the stimulator. If the patient lay down for a bit, it stopped. If the patient was sitting in a non-padded chair for sometime, it felt like it was on. Steps to resolve the issue included to lay down on the side for several minutes and rub the back and hips.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient still was getting shocks with the unit off. An examination was done to rule out radiculopathy. New imaging studies were planned to rule out nerve impingement.